Event description:
Information was received that a smiths medical cadd-legacy pump was alarming connection issues. No adverse patient effects were reported.

Event description:
Medwatch: pump keeps alarming connection issues. Additional information received 6 may 2020 by smiths medical:patient identifiers received

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found contamination of fluid powder on battery contacts. Upon power up, device had service due alarm messages, confirming the reported customer complaint. The complaint has been confirmed as a result of fluid/powder with a problem source of user interface.